Manufacturer narrative:
Internal complaint reference (B)(4). Article: xu hai, cai huacheng, li shulan, li zhiqiang, & fresh kunlun. (2008). 43 cases of refractory epistaxis were treated with a low-temperature plasma ablation system under nasal endoscopy. Armed police medicine, 19(7), 657-658.

Event description:
It was reported that on literature review "treatment of refractory epistaxis with cryogenic plasma ablation system under nasal endoscope in 43 cases", two patients had a unsuccessful hemostasis after a procedure for the treatment of refractory epistaxis using a reflex ultra 45 wand and the coblator surgery system. The events were resolved by performing a second hemostasis in a revision surgery. Patients were discharge within one week after with no bleeding. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: case(B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found no similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product identification information was provided and thus a device labeling/IFU review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.